Manufacturer narrative:
The reported event of failure to remove stylet from the lead was not confirmed. A complete lead with stylet inserted was returned in one piece. The stylet that was returned inserted inside the lead lumen was easily removed. A different stylet was used and was able to be inserted and easily removed with no anomalies noted. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the stretched helix which is consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead had the stylet stuck inside. The rv lead was not used and replaced. The patient was in stable condition throughout.